Manufacturer narrative:
Date of event - used the first day of the month of the aware date since no exact date provided. Lot number - either of the following finished good batches (22683068, 22647289, and 22647288). Device evaluated by MFR.: returned product consisted of a solent dista thrombectomy. The pump, effluent/supply line, shaft, tip, piston, and spike line were microscopically and visually inspected. Inspection of the device presented no damage or irregularities to the device. Blood was present inside the device and a little in the attached waste bag, when received. Functional testing was performed by placing the device in the angiojet console. The complaint device failed to prime and the 'check catheter for kinks' error was displayed on the console, meaning that the device over-pressured. The device was removed from the console and the shaft was inspected but there were no kinks; however, the tip and shaft at the jet body was full of dried blood and saline. The proximal end of the catheter was placed in the sonic cleaner for a day and the dried blood and saline was able to be removed. The device was functional tested again; but the console once again errored 'check catheter for kinks'. The shaft and distal markerband were cut-off the device to inspect the jet holes, as there were no kinks or other reason that would have caused an over-pressure alarm. Microscopic inspection of the jet body showed that both jet holes were plugged, causing the over pressure as the flow was being restricted. Further analysis revealed that the obstructed jet hole was plugged with gold and stainless steel, which the jet body material is made of.

Event description:
Reportable based on device analysis completed on (B)(6) 2020. It was reported that catheter failure to prime occurred. An angiojet solent dista catheter was selected for a thrombectomy procedure. During preparation, it was noted that the catheter would not prime. The procedure was completed with another of the same device. No patient complications were reported. However, device analysis revealed a plugged jet hole.